Manufacturer narrative:
During investigation it was noted that the subject device was used while awaiting culture results. Related complaint with MFR report # 9610595 - 2024 - 07688 has been opened to address this issue. This report is being supplemented to provide additional information based on the legal manufacture's (lm) review of the customer completed cleaning disinfection and sterilization (cds) checklist, results of third-party testing, the device evaluation and the lms final investigation. The lm reviewed the customer provided the cds processes where no obvious deviations from instructions for use (IFU) were identified. The user provided the following result of the re-culture testing, performed at the third-party labs: sampling from: endoscope rinsing cfu: >150 cfu bacterial identification: pseudomonas aeruginosa, klebsiella pneumoniae olympus provided the following result of the culture test, performed at the third-party labs: test result date: jan 25, 2024 sampling from: distal end result: negative sampling from: biopsy/ suction channels result: negative sampling from: air/water channels result: negative sampling from: auxiliary channel result: negative the device was evaluated where no abnormalities were found that could have led to the positive culture. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the same bacteria were detected twice. Therefore, it is likely that reprocessing was conducted insufficiently. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the IFU before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
To date, the device has not been returned to olympus. The procedure specified by the facility is to quarantine the scope after the initial positive test, reprocess and resample the scope. Should the second sample test positive a second time, the device will be returned to olympus for evaluation. The investigation is ongoing and follow up with the customer is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, during reprocessing, the colonovideoscope tested positive for 68 colony forming units (cfus) pseudomonas aeruginosa. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.